Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to emergency medical services and hospitalized for high blood glucose on (B)(6) 2020 with the blood glucose level of over 600 mg/dl. Customer stated that the blood glucose level was went up to 600 mg/dl and then experienced symptom such as vomiting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with injection and intravenous treatment in hospital. Customer stated that the leaks were observed. Customer performed high pressure test and it was passed. Customer declined for further troubleshooting. The insulin pump will not be returned for analysis.